Event description:
A patient underwent a port placement procedure using x-port isp. Post the procedure, the catheter allegedly found broken and migrated to ra. The distal part was removed by ir. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, two x-ray images were provided for review. The image depicts the device having been placed via a right jugular access. The distal segment of catheter, beginning at its arch in the neck, is absent. The catheter is found to have fractured and migrated to the right heart one year and 8 months post-implantation. The catheter seems to be placed at an acute angle near the insertion point on the skin. Therefore, the investigation is confirmed for the reported fracture, material separation, migration issues and identified improper or incorrect procedure. Although the definitive root cause for the reported and identified issues could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using x-port isp. Post the procedure, the catheter allegedly found broken and migrated to ra. The distal part was removed by ir. The current status of the patient was unknown.